Event description:
During evaluation the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt reported, and the black box confirmed, that loss of prime associated with non-zero force had occurred; no loss of cartridge detection was observed. During investigation, the pump dispensed insulin during the load cartridge phase. Evaluation revealed that the force sensor plate was dimpled and the force sensor was out of calibration.